Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator (ins) for parkinson's dual. It was reported that the patient lost stimulation unexpectedly on (B)(6) 2017. The patient noticed the stimulation was off because they had a return of symptoms. It was reported that, from the clinician programmer diary data, stimulation was lost on (B)(6) due to low ins charge level. There was no data from the event on (B)(6). The patient had not charged their device for approximately seven days, but normally charges every four days. It was reported that the patient¿s recharge interval was calculated to be 6.1 days from full to empty. It was reported that on (B)(6) the ins was at 3.595 v, which was lower than the low charge threshold of 3.615 v where the patient would lose stimulation. The patient always has stimulation on and has not had any changes to the parameters since they were last seen by the hcp in (B)(6) 2016. Patient reported that the ins discharged more rapidly than usual. Impedances were all within normal range. No additional complications were reported. Therapy settings: right: 1-, 2-, c+, 4.4 v, 120 us, 130 hz, 656 ohms, 6.599 ma left: 1-, 2-, c+, 6.1 v, 150 us, 130 hz, 599 ohms, 9.920 ma.

Event description:
Additional information received from the manufacturer representative (rep) reported that they reviewed the findings form the recharge data and didn't see anything that would cause concern about how the ins was taking a charge or it's rate of discharge. No further complications are anticipated.